Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be determined. Additionally, perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted mitral annular calcification at the anterior and posterior annulus. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was successfully deployed. Then a second clip delivery system (cds) was advanced into the sgc to be positioned in the left atrium; however, due to insufficient height, the clip could not be positioned. An intraatrial septum lesion was then suspected. The atrial perforation did not appear to be significant after the sgc was removed; and therefore the lesion was left untreated. The cds and sgc were removed and the procedure ended at this point. One clip was implanted, reducing mr is 3-4. There was no clinically significant delay in the procedure. No additional information was provided.